Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 07/11/2016 the reporter contacted animas alleging an unspecified call service alarm issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 10/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: unable to adequately investigate "call service alarm" complaint due to inability to complete a "load/step" function and run a 24hr. Basal program. Black box shows evidence of cs 088 watchdog errors on (B)(6) 2016. Pump powers with returned battery cap. Removed pump case. Evidence of additional moisture inside pump on force sensor housing, force sensor pins and watchdog circuitry.